Event description:
According to the reporter, during kidney transplantation¿specifically during donor kidney removal and vascular management/processing of the renal artery¿there was a leak from the staple line, including a major leak such as dehiscence at the anastomosis site, and bleeding after renal artery treatment. To resolve the issue, conversion or switching to laparotomy or thoracotomy was performed, which extended the procedure by 2 hours.

Manufacturer narrative:
D10 concomitant products: sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm - lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter - sn: (B)(6) sigphandle - sig power sigphandle handle - sn: (B)(6) sigpshell - sig power sigpshell control shell -sn: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.